Event description:
It was reported that during a right hemi-colectomy procedure, the device jammed when they fired it and then it would not open. They had to cut around the device to remove it from the tissue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The customer reported that after a system upgrade, the orientation of the measurement chambers were inverted and they alleged this could lead to increase pt dose. The system was operational in manual mode.